Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20jan2020.

Event description:
The customer reported that the ventilator is in vent inop with air lift off failed error. The field service engineer (fse) was able to verify the reported problem and found that the blower is not spinning. The customer reported that the unit was not in use on a patient. The fse states that the unit is at end of life. This unit is not repairable, so no further service will be performed.